Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 "conical blunt dissection tip broke off". They retrieved the broken bit. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. Product was received on (B)(4) 2010 and was found that 2 pieces broke off from the proximal end.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received with about 2/3 of the proximal end circumference detached. Two pieces were received separate, forming a complete assembly. There was some evidence of blood. Based upon the visual observations, the reported complaint for "difficult to see through" was confirmed since there was blood in the tip. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. The juicer component of the dissection tip was inspected and it was concluded that the part was pre-corrective action for this failure mode. The component used in the shop-floor paperwork was confirmed to be post-corrective action, so it can be assumed that the reported lot number is incorrect. An attempt was made to confirm this info, but clarification could not be obtained. (B)(4).